Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and the scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that using a radial approach during a procedure of the mildly calcified, de novo, proximal left anterior descending (lad) artery, the balance middleweight (bmw) guide wire reached the lesion and during turning/torque it separated and detached. The distal part could be retrieved and extracted from the anatomy by the physician advancing a balloon and inflating it to enable removal of the separated fragment, guiding catheter and the balloon. A second bmw guide wire was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.